Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) due to being discarded by the user. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the doctor's comment that he resected the mucous membrane deeply, the perforation might be caused by an excessive force which pressed the subject device against tissue while activating output. The instruction manual of the subject device warns; *do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum, and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient's condition all the time. *do not press the cutting knife against tissue with excessive force while activating output. Otherwise, unintended resection, perforation, and bleeding may occur. When resecting tissue, always confirm the direction of resection and use the instrument without excessive force. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the doctor was stopping bleeding with the subject device during an endoscopic submucosal dissection. Then the doctor perforated into the stomach due to resecting the mucous membrane deeply. The doctor sutured the perforation area with the clip. The doctor completed the procedure with another device. The patient was got follow-up just in case, but he is now on the way to recovery. The doctor commented that the device had no malfunction and the patient's respiratory fluctuation was large during the procedure.